Event description:
The customer reported the loss of x-ray functionality. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The following components were adjusted: the x-ray tube, dap, iris, collimator controls and x-ray tube fan. The system was then found to be operating as intended.